Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to be in safety core mode. As a result, the sensing was automatically switched to be more sensitive than normal and was oversensing noise, which caused some pauses on telemetry. It is not known how long the pauses were. This crt-p was later removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was found to be not functional. The device case was opened. Upon visual inspection, no irregularities were noted with the digital integrated circuit or the device battery. The device battery voltage measured low, and the digital integrated circuit was connected to an external power supply. Current from the circuit was measured and was appropriate. Firmware was uploaded to the device memory and the device was interrogated. Normal telemetry was noted, there was no noise observed on the test electrograms and the device performed pacing and sensing operations normally. Forced lead impedances were measured and were appropriate. Further analysis of the device battery found no internal shorts or any other non-conformities. The results of the device analysis confirm premature battery depletion occurred, but the root cause could not be confirmed.

Event description:
This supplemental report is being filed based on completion of device analysis.